Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral vein was attempted using a proglide device with a 7f sheath after an interventional electrophysiology procedure. Reportedly, there was no suture present when the plunger was removed. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: 2017 - failure to follow steps/instructions the device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed as a link detachment. A review of the lot history record identified no manufacturing nonconformities. Reportedly, femoral imaging was not performed. It should be noted that the proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.